Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and textured implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported "fluid collection for prosthesis subcapsular area." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as an unidentified (tear) opening (shell thickness whiting to spec). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture and textured implant. Healthcare professional additionally reported "fluid collection for prosthesis subcapsular area." Device was explanted.